Event description:
The mtp plate broke at the fusion site 6-8 weeks post-op. The patient is asymptomatic and revision surgery was completed to remove the broken plate.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: b1, b5, g4.

Event description:
The mtp plate broke at the fusion site 6-8 weeks post-op. The patient is asymptomatic and no revision surgery plans currently. This is follow-up # 2.

Event description:
The mtp plate broke at the fusion site 6-8 weeks post-op. The patient is asymptomatic and revision surgery was completed to remove the broken plate.